Manufacturer narrative:
Concomitant medical products: 419388, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular lead had an increase in threshold and was high and a sharp rise in impedance and was high. The pace/sense portion of the lead was replaced and the high volt portion remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.